Event description:
It was confirmed that no further information could be provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: d9; g3; h2; h3; h6. Visual examination of the returned product identified there is a hole in the liner that visually appears to be from a screw, it starts on the top flat surface and exits through the o.d. There are gouges to the outside tapered surface. Multiple of the anti-rotation scallops are deformed with indentations. The outside locking rim has a burr like material rolled over the edge. The inner diameter has a scratch. No other damage was noted during visual evaluation. Dimensional analysis of the product determined that the product, where measured, was conforming to print specifications. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor trends.

Manufacturer narrative:
(B)(4). D10: g7 pps ltd acet shell 62h, item: 010000668, lot: j7867489. G2: foreign, canada. The customer has indicated that the product is not available and will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a supplemental MDR will be submitted.

Event description:
It was reported that the surgeon was unable to seat the g7 liner into the g7 shell. A second g7 liner was opened and attempted with the same result. A third g7 liner was then assembled, and the case was completed successfully. Due diligence is complete as multiple attempts were made; however, no further information is available.